Manufacturer narrative:
To clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error.¿

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process or final inspection process. No samples or photographs were provided for review or testing. If sterile samples or photographs become available at a later time, the devices and/or photos will be reviewed and/or tested and the results will be included in the file. A follow-up report will be submitted. Without receiving samples from the same finished good lot for review or testing or receiving pertinent details regarding patient specific information (ex. Patient health history, past reaction to suture materials, previous history of polyps) and the procedure performed, the surgeon¿s technique, or post-operative events that may have occurred and/or contributed to the events, a definitive root cause cannot be determined at this time.

Event description:
It was reported that the patient underwent total hysterectomy surgery on (B)(6) 2020, and the device was used to sew the vaginal stump. On (B)(6) 2021, the patient went back to the hospital for reexamination. Through colposcopy, polyps were found on both sides of the vaginal stump, then the polyps were cut off with leep knife under colposcope. The patient is stable now. The customer suspect that the suture rejection is too serious.